Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative (rep) reporting that the company representative had called regarding the error codes to get more information and that the error codes did not occur. There was no patient involvement and no event occurred.

Manufacturer narrative:
Continuation of d10: product ID a810, serial# unknown, product type software. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving an unknown drug via an implantable pump. It was reported that the pump was interrogated with a clinician programmer tablet, noted as the first tablet, with which the connection was interrupted. From this moment, another tablet was used for pump interr ogation to update the pump. The 532 code and 525 code was indicated. A warning message was displayed indicating service code 89 regarding calibration constant invalid and service code 532 regarding a pump error having been detected. The clinician programmer synchromed software application version being used was 2.0.1700 . They were questioning if the 532 code was due to a detection of a wrong calibration code and/or when this code should appear. Regarding the 525 code, they were also questioning when this code should appear and reason why the alert was popping up. At the time of the report technical services reviewed that the error code 532 is a new code since the new a810 software version application update. Technical services further reviewed that the warning will be displayed when a pump error has been detected, prior to implant when the pump is in shelf state, and that the 532 alert/code is intended to help when events such as when the following are detected: invalid eri/eos (143,292), calibration constant invalid (80), manufacturing data crc invalid (81), critical pump data invalid (84), and model number / reservoir volume mismatch (86). Technical services further reported that regarding code 525, their explanation was absolutely correct. It was reviewed that the code 525 is also new code since the new a8102.x software version app update. The intent of this new warning regarding code 525 is to help the clinician recognize when the pump has been updated by another programmer. This new warning will be displayed when the application detects that the pump in session has been updated by another clinician programmer, before starting an update. No patient symptom was reported.